Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver insulin as intended. Reportedly, when the pump was under a heated blanket, the pump did not deliver accurate amounts of insulin. Customer's blood glucose (bg) was 300mg/dl. As tandem technical support was not contacted at the time of the reported issue, a system check could not be performed to determine a possible cause of the event. Pump data was not available for tandem technical support to perform a review to determine a possible cause.